Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow up #1 submitted: 12-feb-2018. The device was returned to the manufacturer and investigated by product analysis on 29-jan-2018 with the following findings: on investigation, the pump was intact and without damage. On testing, the pump powered on normally and was exercised for 24 hours without any indication of product malfunction. There was no damage, defect or contamination of the pump's interior components. The display was noted to be dim/discolored.

Event description:
It was reported that the patient died in (B)(6) 2010 due to cardio-respiratory failure following emergency surgery for a rare genetic disorder. The patient's physician reported that the pump is not implicated in the patient's death; the patient was not using the pump for insulin and was using it to deliver igf1 and an experimental drug for the genetic disorder. There is no allegation or evidence that the pump caused or contributed to the patient's demise.